Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, jelly-like material allegedly adhered near the opening gate of the needle. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, a jelly-like material was allegedly adhered near the opening gate of the needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and partial vacuum assembly was returned for evaluation. On visual evaluation, the device had residue with protective tubing and it was observed that the aperture was received in closed condition. And it was noted that the sample appeared to have jelly like residue at the end of the needle. On additional ftir analysis, it was noted that the jelly like material was consistent with silicone material, which is consisted with the building of the device. Two electronic photos were provided for review. Two electronic photos shows the encor device where the aperture was closed and the material (jelly like) was found in the needle . Therefore, based on the photo review, the reported failure contamination can be confirmed. Based on the sample analysis and photo analysis, the investigation for the reported contamination is confirmed as the material found was consistent with the manufacturing material. A definitive root cause for the alleged device contamination could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 09/2023), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.